Event description:
It was reported that the patient underwent surgery for implant of posterior cervical instrumentation at c6-c7. At 1 day post-op, the patient experienced mild c7 palsy. Patient underwent physical therapy for treatment. Outcome is reported as resolved.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945722 (x1), lot: unknown part: g6945820 (x1), lot: unknown part: g6900240 (x1), lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.